Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: ryugen nc 3.0 x 10 mm; guide wire: bmw universal ii. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the distal right coronary artery (drca). Using a femoral access site, pre-dilatation was performed with a mini trek 1.5 x 12 mm balloon catheter and the xience prime 3.0 x 15 mm stent was deployed. The stent was then post-dilated with a non-abbott 3.0 x 10 mm balloon catheter and an edge dissection was noted at the distal edge of the stent. A xience prime 3.0 x 15 mm stent was used to cover the dissection. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.